Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a gold probe was used during an upper endoscopy procedure performed on (B)(6) 2022. During the procedure, the entire distal gold tip detached inside the patient. The distal gold tip was retrieved using rescue net. The procedure was completed with another gold probe. There were no patient complications reported as a result of this event.